Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 297 mg/dl. Reportedly, customer went to the emergency room. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.